Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 14 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted the patient's mobility and good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 14 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician noted the patient's mobility and good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.